Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to loosening and an infection.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
No device or photos were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Product history search revealed no additional complaints against the related part and lot combination. Operative notes from (B)(6) 2015 are not available. Follow up notes on an unknown date states that the patient has a soft lump noted right on the side of the elbow 6+ months after a total elbow arthroplasty for chronic instability. It was also noted that the patient had an infection initially that was treated with a PICC line and was not symptomatic of infectious disease. No instability was noted upon physical exam. The physician noted, ¿the patient has a small packet that is somewhat fluctuant at that is palpable right over the lateral side of the elbow in the soft spot that is just posterior and distal to the lateral epicondyle.¿ the physician¿s notes also recorded that x-ray images showed excellent alignment of the implants but some possible lucency still present on the ulnar component. The joint was aspirated, and fluid was foggy reddish, but light red, almost a tan color. The specimen was sent for cell count, gram stain, and cultures. Gram stain/body fluid culture done on ) (B)(6) 2016 show abnormal staphylococcus aureus and scant growth. Nucleated cells, synovial fluid count was also high. Operative notes dated (B)(6) 2016 confirm that the patient underwent irrigation and debridement of the right elbow with polyethylene exchange due to septic elbow arthroplasty. Operative indications in the notes state that the patient has recurrent swelling with no pain and no sign of loosening. The notes recorded that some purulent fluid was obtained and sent for culture. It was also noted that hypertrophic synovitis was present, and purulent material was encountered, irrigated, and sucked out. The notes gave no indication of a root cause. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. A definite root cause cannot be determined with the information provided.